Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure, the magnet was applied over the device, but the clinician was still seeing heart rates in the 30's. Boston scientific technical services (ts) indicated that magnet application does not force asynchronous pacing. It was suspected electrocautery noise was oversensed and resulted in pacing inhibition for greater than two seconds. No adverse patient effects were reported.